Event description:
Same case as MDR ID# 2134265-2012-04710. Reportable based upon analysis completed on 09/14/2012. It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon would not inflate. Vascular access was obtained via the vein of the left elbow. The 95% stenosed de novo target lesion was located in the moderately tortuous, non calcified left brachial vein shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion and on the first inflation would not inflate. Another 6.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion and during the first inflation at 16atms a balloon rupture occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good. Returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older . (B)(4). Device evaluated by manufacturer: examination of the returned device noted that the balloon material was fully deflated and wrapped. An attempt to inflate the balloon failed due to a pinhole leak located at the distal edge of the distal radio opaque markerband. Examination of the markerband found no issues. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).